Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was found that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray was performed and revealed minimal movement of the lv lead. As a resolution the lv lead was explanted and replaced. Patient was stable.